Event description:
It was reported that " a pt had a severe skin irritation" at the sites of the electrode applications. Some were small red spots and one, on the upper right clavicle, was the size of a nickle. It was moist and oozing. A topical application of gold bond ointment was used to treat the irritations. The pt was advised to use hydro-cortisone cream.

Manufacturer narrative:
A questionair has been emailed to the facility in order to obtain the specific details of the event. We have also issued a return authorization for the actual devices or samples of the same lot code. We have not received either at this time.